Manufacturer narrative:
Product analysis:analysis was able to confirm the customer comment that the screen was flickering. The screen was dark and flickering. The stylus was missing. Errors were found in the files. A new software installation was required to solve the errors. The pin was broken of the card reader, the space bar of the keyboard was loose, all cover hinge bullets were missing, no paper was in the printer tray, and the cooling fan was noisy. During the system test, the device shut down and could not be powered on. The device was cleaned, the card reader was replaced, cover hinge bullets were added, printer paper was added, the cooling fan was replaced, software was re-installed and updated to the newest version, a stylus was added and calibrated according to procedure. The power supply was defective and was replaced. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen was flickering. The programmer remains in use. No patient complications have been reported as a result of this event. It was further reported that the programmer was returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.